Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms; this was noted to be a gradual increase. There was high rv thresholds and rv noise that boston scientific technical services discussed as possible myopotential oversensing. The health care professional was going to bring the patient into the clinic for further troubleshooting. The lead remains in service. No adverse patient effects were reported. Additional information was received that the rv lead was explanted due to loss of capture, noise and pace impedance measurands of greater than 2,000 ohms. A new rv lead was successfully implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned. If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms; this was noted to be a gradual increase. There was high rv thresholds and rv noise that boston scientific technical services discussed as possible myopotential oversensing. The health care professional was going to bring the patient into the clinic for further troubleshooting. The lead remains in service. No adverse patient effects were reported. Additional information was received that the rv lead was explanted due to loss of capture, noise and pace impedance measurands of greater than 2,000 ohms. A new rv lead was successfully implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.